Event description:
Reference number (B)(4) event occurred in egypt. It was reported that the patient experienced high blood glucose level on first day of insertion event on (B)(6) 2026. The site of insertion was on abdomen. The patient's blood glucose level was 284mg/dl and was treated with insulin via pump. No further information available.